Event description:
Falsely elevated ctni results were obtained on serial samples for the same pt on a stratus cs analyzer. The ctni results were investigated because they are inconsistent with the mmb result. It is unk if the initial falsely elevated ctni result was reported to the physician. The samples were then tested for ctni on a dimension instrument and the results were < 0.04 ng/ml. The pt was not treated as a result of the falsely elevated ctni result and there was no report of adverse health consequences to the pt as a result of the falsely elevtated ctni results. Investigation indicates that a heterophilic anitbody is the cause of the elevated ctni results.